Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that on multiple boot-ups of this system and multiple outlets tested, the system repeatedly booted up to a white scr een. Rebooting multiple times in multiple different power outlets provides no resolution. There was no patient involved.

Event description:
Additional information received that during use, doctor completed the operation without the unit. The unit was set up, tested, and functioned normally, before the operation. About 15 minutes into the operation, the screen went blank. During testing, tech noticed the back light will turn on but the screen will not change from black. There was no patient impact.

Manufacturer narrative:
Previously submitted additional code imf f27 is no longer applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.